Manufacturer narrative:
The physician and clinic are continuing to troubleshoot this issue. This report will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was received for low shock impedance. The field representative states that all impedance tests have been 50 ohms and all other lead measurements are normal and stable. Impedance measured 0 ohms for the red alert. The physician suspects exposure to electro magnetic interference, and will continue to investigate. No adverse patient effects were reported.

Manufacturer narrative:
Additional information from the field representative states that the physician did not perform a max energy shock, but did perform several commanded shocks and got normal readings in all three shock vectors. The physician elected to continue to monitor through the use of latitude and routine checks. No adverse patient effects were reported.